Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a 69 year old female had a rash. The rash was located on her back. The patient's physician recommended that the patient remove the device for a week to allow the rash to heal. Follow-up indicated that the rash was getting better.